Event description:
It was reported to philips that an image processing malfunction caused loss of image storage on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system, resolving the issue temporarily. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).